Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurate high result(s) compared to two other meters. The reporter claimed obtaining blood glucose readings of 232 mmol/l with the subject meter and 79 mg/dl with one meter (accucheck compact), and 79 mg/dl with the other meter (rely on) within 30 minutes. This complaint is being reported because it does not meet lifescan's accuracy criteria. The alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed as the test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). In addition, a DHR (device history record) was completed for the subject meter lot and no deviations, non-conformances or reworks were observed. (B)(4). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.